Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen froze and the buttons don't work. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s field service engineer (fse) replaced the vga controller pcba to address the reported issue. Unit passed the require performance verification test and returned for service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.